Event description:
Ligasure handpiece not working. It was replaced with a new hand piece. Model number: lf1823. Exp. 01/08-2023. When the trigger was pressed, nothing happened. There was no injury to the patient.